Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On 12-26-2023, the patient experienced a seizure and when the mother noticed this an ambulance was called immediately. At the time the seizure happened the cgm reading was approximately 80 mg/dl. When the mother took a fingerstick after the seizure, the blood glucose reading was 57 mg/dl, and when the paramedics arrived the patient had a blood glucose reading around 50-60 mg/dl. The paramedics explained to the parent that the patient probably took residual sugar from the liver. The patient was brought to the hospital and was kept there for 3-4 days for observation. The parent stated that the patient stayed in the hospital because they wanted to perform tests (no specific tests were reported) to make sure no damage was done because of the seizure, and because the sensor was inaccurate. During the hospitalization the patient was treated as per diabetes management, and at the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.